Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. It was reported that the customer¿s blood glucose level was normal and did not require medical treatment. It was reported that the replacement time was too long and it has caused all key failure. There was no indication of troubleshooting or the issue being resolved during the call. It was reported that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received intermittent button response due to flattened act (creased) button dome switch. Unit was received with minor scratched display window and cracked reservoir tube lip.